Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the delivery catheter broke into three pieces while slitting of the delivery catheter was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked. Visual analysis of the lead indicated damage during use. The analyst noted visual inspection found the spiral slitting led to the catheter being broken into three pieces. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the delivery catheter broke into three pieces while slitting of the delivery catheter was performed.